Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that the patient was diagnosed with a pericardial effusion post af ablation. Caller states that the effusion was diagnosed post procedure via transthoracic echo. At the time of the call, the symptoms leading to the transthoracic echo were unknown, but the effusion is being attributed to having to abandon the use of c3 due to an error reported in (B)(4). At the time of the call, the patient was stable, but being brought back to the lab for a pericardiocentesis. Caller states patient status and fluid extracted will be called in after the medical intervention is completed. Reported by (B)(6).

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00199) submitted in 2016 did not go through correctly. The type of report section g7 was miskenly marked as "follow-up#2", instead of follow-up#1. Corrections made to following sections: g1, g7, h3, h6, h10.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00199) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the outcome attributed to adverse event (see section b2), correct the common device name and device procode (see section d2), correct the manufacturer's city (see section d3), update the device available for evaluation (see section d10), correct the initial reporter information (see section e1), correct the health professional (see section e2), delete the occupation (see section e3), correct the manufacturer's city (see section g2), update the report source (see section g3), provide the PMA/510(k) information (see section g5), update the device evaluated by manufacturer (see section h3), and correct the even and evaluation codes (see section h6). The device referenced in this report was not returned for evaluation.